Manufacturer narrative:
It was determined that this was a malfunction of the battery. A replacement battery was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery failed. There was no patient involvement.